Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open skin irritation under the lifevest equipment. Patient described the area as blisters, as well as some scrapes and cuts with a yeast infection that is red, shiny, and itches. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a powder for the skin irritation. Follow up indicated that the skin irritation improved.